Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 268 mg/dl about one hour after a meal that was not announced while using an ilet system with an inset infusion set on the abdomen and a dexcom g7 cgm; the user planned to allow the ilet to bring glucose back into range and no alerts or alarms were reported. Symptoms included elevated blood glucose without hypoglycemic features or other clinical complaints. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included user communication and review of device use patterns. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user management factors, specifically a missed meal announcement, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, consistent with expected hyperglycemia when meals are not announced.